Manufacturer narrative:
No device malfunction occurred. Testing of the central station and bedside by the fse found no issues with alarm annunciation. The logs were received by philips quality and reviewed by quality and sw. The review of the logs show that a desat alarm was generated at 19:11:25 and was silenced at 19:11:51, however, the patient condition remained present, thus a reminder alarm occurred 3 minutes later at 19:14:58. The alarm reminder was silenced as well at 19:15:05. Based on the information, no device malfunction occurred. This is considered a user alarm handling issue.

Event description:
The customer reported that on (B)(6) 2018 at 19:15 a low saturation (spo2) of 30-50% did not alarm at the central station for the patient in icu8. The hr was 60-80 bpm when the patient continued to decline to a hr of 40 bpm and went into pea (pulseless electrical activity). The patient remains critical on a ventilator.